Manufacturer narrative:
The reported events of unacceptable capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. 8electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure of a dual chamber pacemaker. During the procedure, the right atrial (ra) lead exhibited failure to capture and high pacing impedance. The ra lead was not used and replaced. The patient was in stable condition.